Manufacturer narrative:
Date of the event was estimated. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was not getting any "pulses" and she was concerned because she flew and thought maybe something had moved. The patient noted that she tried all 4 programs at different amplitudes and was not able to feel stimulation. Troubleshooting attempts were made and the patient programmer showed stimulation was on. The patient confirmed that she was getting a 50% or greater reduction in symptoms. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they did not know the cause of them not getting any pulses and it was not confirmed if something had moved. No action or interventions were taken to resolve the issue.